Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd¿ blunt fill needle. The following information was provided by the initial reporter: unaware if bd needle or cap from bbraun vile is causing foreign body in the vile.

Event description:
It was reported that foreign matter was found in the bd¿ blunt fill needle. The following information was provided by the initial reporter: unaware if bd needle or cap from bbraun vile is causing foreign body in the vile.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-apr-2022. H6: investigation summary. A device history record review was completed for provided material number 303129 and lot number 211118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Two samples were returned for evaluation by our quality engineer team; however, the returned products were braun needles, not bd product. Based on the returned samples, no bd related defect could be identified and further action was not determined necessary. If bd samples or a bd identified needle issue has occurred, our quality team will perform a thorough analysis. H3 other text : see h10.